Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the safety shield which encompass the needle was cracked. There was no patient harm reported.

Manufacturer narrative:
Additional information received from the initial reporter on 25-feb-2020 stated that the product involved was item 8881511136, not item 8881511310 as originally reported. Based on the above information the following sections have been updated: section d1, brand name; section d4, model number; section d4, catalog number; section d4, UDI #.